Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg was unable to communicate with external devices. Patient has not had therapy in over one year. A manufacturer representative confirmed the issue and the ipg deemed inoperable. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Correction: reportable aware date.

Event description:
Additional information received indicates the patient's ipg was explanted. Date of explant is unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.